Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 29mm portico valve was successfully implanted using a large flexnav delivery system at depth of 3mm. After implantation patient experienced a heart block. It was noted that the patient had a normal sinus rhythm prior to implant. The patient had remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. On (B)(6) 2022, the decision was made to implant a permanent pacemaker to treat the heart block. The patient was stable and doing well at the time of report.

Event description:
N/a.

Manufacturer narrative:
An event of heart block after implant and pacemaker implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the available information, the cause of the reported heart block could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications.